Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that eight years following an intraocular lens (iol) implant procedure, the patient suffered from weak vision. The implant has become whitish. Additional information has been requested.